Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic cerebral angiography procedure using a 6f sheath. Reportedly, when the suture was advanced along the guide wire [actuator wire with the plunger], the pre-formed knot unraveled and fell off. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. In the absence of device returned for analysis or a more specific failure mode reported, a conclusive cause for the reported event could not be determined. It is possible, a cuff miss or malposition of the device occurred. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.